Manufacturer narrative:
(B)(4). Device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the organon follistim pen 2nd gen pen ii customer stated that cartridge leaked. On a follow up the customer stated that the pen does not leak, but the product leaks from the needle. The following information was provided by the initial reporter: consumer called to report that one follistim cartridge is leaking from the needle as soon as they removed from pack packaging. Based on follow up from customer., she verified that the product was leaking only after attaching the needle. There are no problems with the cartridge. There was no leaking prior to attaching the needle, and there is no leaking after the needle is removed. However, while the needle is attached, the product leaks out through the needle.

Event description:
It was reported that during use of the organon follistim pen 2nd gen pen ii customer stated that cartridge leaked. On a follow up the customer stated that the pen does not leak, but the product leaks from the needle. The following information was provided by the initial reporter: consumer called to report that one follistim cartridge is leaking from the needle as soon as they removed from pack packaging. Based on follow up from customer., she verified that the product was leaking only after attaching the needle. There are no problems with the cartridge. There was no leaking prior to attaching the needle, and there is no leaking after the needle is removed. However, while the needle is attached, the product leaks out through the needle.

Manufacturer narrative:
H.6. Investigation: zero (0) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps could not perform a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections since the batch number is unknown. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. H3 other text : see h.10